Event description:
It was reported that the patient with this pacemaker system was experiencing frequent pacing pauses and syncope. The patient was assessed and was admitted to the intensive care unit (ICU) for observations after being found to also be experiencing cardiac heart failure (chf). The pacemaker was interrogated and found to have recorded several non-sustained ventricular tachycardia (nsvt) episodes and a lead safety switch (lss). The health care professional (hcp) called technical services (ts) and requested a review of device data to confirm device operation. Upon review, ts was able to confirm that the lss was triggered by high out of range pacing impedances on the right ventricular (rv) lead. It was noted that the rv lead was a non-boston scientific product. The rv lead also exhibited high pacing thresholds, oversensing noise, and pacing inhibition. The hcp noted that isometrics were performed and was able to recreate the noise that appeared to be myopotential in the unipolar configuration. Ts discussed possible causes with the hcp and advised for cardiology to be consulted for further analysis of the stored data and programming changes. No additional adverse patient effects were reported. At this time, the pacemaker and the non-boston scientific rv lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead to device connection, please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker system was experiencing frequent pacing pauses and syncope. The patient was assessed and was admitted to the intensive care unit (ICU) for observations after being found to also be experiencing cardiac heart failure (chf). The pacemaker was interrogated and found to have recorded several non-sustained ventricular tachycardia (nsvt) episodes and a lead safety switch (lss). The health care professional (hcp) called technical services (ts) and requested a review of device data to confirm device operation. Upon review, ts was able to confirm that the lss was triggered by high out of range pacing impedances on the right ventricular (rv) lead. It was noted that the rv lead was a non-boston scientific product. The rv lead also exhibited high pacing thresholds, oversensing noise, and pacing inhibition. The hcp noted that isometrics were performed and was able to recreate the noise that appeared to be myopotential in the unipolar configuration. Ts discussed possible causes with the hcp and advised for cardiology to be consulted for further analysis of the stored data and programming changes. No additional adverse patient effects were reported. At this time, the pacemaker and the non-boston scientific rv lead remain in service.